Manufacturer narrative:
Initial and final MDR (B)(4). Device 10 of 10. Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that 10 infusion set cannulas were kinked within 3 hours of insertion which led to high blood glucose level. The insertion site of the infusion site was at lower abdomen. The customer regularly rotates site location. The patient replaced infusion set and resumed insulin deliveries successfully. The patient received correction injection via bolus in the pump and mdi. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.